Manufacturer narrative:
Hamilton medical ags reference: (B)(4).. Hamilton medical ags conclusion: on (B)(6) 2025 a hamilton-c6 ventilator stopped operating unexpectedly during patient ventilation, and therapy was continued immediately using a replacement device without harm to the patient. After restarting the device, functional irregularities consistent with technical errors were observed. The logfiles show that the device alarmed with ambient state related technical errors. At the service center, loud noises from the blower were noted during start up and bearing damage together with mechanical degradation consistent with wear and tear of the approximately seven year old component was identified as the root cause. The blower was replaced, and all required technical safety checks including the technical safety workflow were successfully completed, confirming normal device function. The ventilator is back in use, no further information has been received, and the case is considered closed.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that on (B)(6) 2026 a hamilton-c6 ventilator stopped operating unexpectedly during patient ventilation. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.